Event description:
Follow up calls were made and the customer reported being in the emergency room with high blood glucose a month ago. The blood glucose was 699mg/dl, and the customer was treated with two bags of saline solution. The caller mentioned that she when to see a doctor and found that the site was leaking. The customer believes that the infusion set must have been pulling out of her body and insulin leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.